Event description:
It was reported that the lead was attempted but not used during the implant procedure. The physician had difficulty placing the lead. The lead was removed as it was noted that the lead body showed "a bit of kink" when the stylet was removed. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex, date of birth. If information is provided in the future, a supplemental report will be issued.